Event description:
The customer reported that after releasing the fluoro button, the system continued to produce x-ray. This event occurred outside of a procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. An I/o board wire was repaired and the power supply voltage was adjusted. The system was then found to be operating as intended.